Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6).

Event description:
Per op notes, bilateral revision decompressive laminectomy, partial facetectomy and foraminotomy was then performed with kerrison rongeurs. All bone graft obtained during the decompression was saved for the spinal fusion. The dissection was carried laterally until the point that the l5 and s1 nerve roots were identified. There was extensive scar tissue on the left side from the previous operation. The disk space was reevaluated. There was a recurrent disk herniation present. A final pa and lateral x-ray confirmed the instrumentation was in good position. Multiple iliac crest bone marrow aspirates were obtained through a separate facial incision. This was combined with rhbmp-2/acs and allograft cancellous bone as well as local bone autograft from the decompression. This was packed into the posterolateral gutter at l5-s1 to perform the posterolateral fusion. A final inspection of the thecal sac and nerve roots was performed to ensure that there was no impingement. The patient tolerated the procedure well and no patient complications were noted.

Event description:
It was reported that on (B)(6) 2006 the patient presented with low back pain. Per the encounter notes the patient had undergone 2 prior surgeries. Though the patient was taking methadone they had not achieved good pain relief. The ls spine was noted as tender to palpitation. The patient ambulated with a limp. The patient received a demerol and phenergan injection. On (B)(6) 2006 the patient presented with back and left leg pain and the preoperative diagnosis of recurrent disk herniation with segmental instability, l5-s1. The patient underwent surgery which consisted with revision bilateral lumbar laminectomy, partial facetectomy, foraminotomy and discectomy, l5-s1; ebi posterior spinal instrumentation, l5-s1; postural fusion, l5-s1; iliac crest bone marrow aspirates through separate facial incision; use of local bone autograft; and supplementation with infuse and allograft cancellous bone. Per the operative report: multiple iliac crest bone marrow aspirates were obtained through a separate facial incision. This was combined with infuse and allograft cancellous bone as well as local bone autograft from the decompression. This was packed into the posterolateral gutter at l5-s1 to perform the posterolateral fusion. A final inspection of the thecal sac and nerve roots was performed to ensure that there was no impingement. Floseal was placed over the open laminotomy defect and a routine closure performed. X-rays verified pedicle screw placement. No patient complications were reported. On (B)(6) 2006 the patient was discharged from hospital.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.